Manufacturer narrative:
The pump passed displacement test, rewind, and basic occlusion, occlusion, prime and excessive no delivery alarm test. All operating currents are within specification. There was no unexpected low battery or off no power alarms noted. The pump functioned properly. The pump was received with cracked case on lcd display window corners, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had issues with their pump and high blood glucose levels. The customer states their device died on them and their blood glucose level was 570mg/dl. The customer states they treated with manual injections. Troubleshot was conducted. The customer was advised the pump would be replaced and returned for analysis.